Event description:
It was reported that the surgeon attempted to insert an aq2010v three piece silicone lens and the lens started to flip and was torn by the cartridge. There was no patient contact. The reporter stated the cartridge was extremely dry even after using excessive viscoelastic.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation, however, the lens was returned and evaluated. A haptic was torn off and there was a clear surgical residue on the lens. Method - lot order search. Results - a lot order search was performed and there were no similar complaints found.